Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was capped for unknown product performance issue. Additional information indicated that the lead had a visible fracture on fluoroscopy. A new lead was then placed. No additional adverse patient effects were reported.